Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6.

Event description:
New information received notes the patient presented for a generator upgrade. The patient's right ventricular (rv) lead appeared to be pulled back from the rv apex and possibly causing intermittent contact and high pacing threshold. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's right ventricular lead had intermittent capture. The lead was reprogrammed. The clinic elected to monitor the lead. The patient was in stable condition.